Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one dilator and a photograph of four dilators. A damaged tip was observed on one of the dilators in the picture. The returned sample was microscopically examined. Damage was observed at the tip. The tip's edge had an uneven surface due to material being pushed back. Whitening of the material was observed indicating exposure to stress. The remainder of the dilator met specifications and no blockages were found. A review of manufacturing records did not yield any relevant findings. The provided instructions state to perform a skin nick prior to insertion which the customer indicated doing. Based on the reported information, the time of discovery and the condition of the sample operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that in emergency during a routine right ij central venous catheter insertion, the clinician wa unable to advance the dilator causing damage to the tip. The needle was placed, the guide wire inserted, and a skin nick was performed prior to inserting the dilator. As a result, the clinician grabbed another dilator from a new kit. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Another similar product issue occurred with dilator from the second kit that was opened. That event has been submitted under MDR# 3006425876-2015-00163. This report is for the initial occurrence. Additional information: this product is not sold in the us. The 510k number provided is for a similar product that is sold in the us.